Event description:
A durable medical equipment (dme) supplier contacted the MFR and reported an infant death. The family of the pt alleged that the apnea monitor failed to alarm and the pt expired as a result. The dme stated the event occurred on (B)(6) 2010. The specific time of the event is unk. The MFR received the apnea monitor for eval and could not confirm the allegation that the apnea monitor failed to alarm. The monitor was visually examined and tested using a simulator in accordance with the smart monitor 2 checkout procedure manual (B)(4). The apnea monitor detected and alarmed appropriately for simulated events and passed all required functional testing. It was noted during eval that the apnea monitor had significant internal and external liquid contamination. The contaminant produced an odor and was found on several components that included the sonalert alarm assembly, power and reset switch and the power supply unit. As there were no operational issues found during the eval, the presence of the liquid contamination does not appear to have affected functionality of the device. The apnea monitor's memory data was downloaded and analyzed by trained associates. The data revealed the monitor was in use in the home from (B)(6) 2010 through (B)(6) 2010. The equipment event log also showed the apnea monitor was turned off on (B)(6) 2010 at 1:27:36 am, and not turned on again until (B)(6) 2010. All pt events recorded during that time were associated with audible and visual alarms. The equipment events showed that the device was in use on (B)(6) 2010 for 19 seconds and sounded a memory full alarm before being turned off. In addition, the data showed a 6 second tachycardia alarm during this time; however, the other device channels confirmed the unit was not in pt use at the time.

Manufacturer narrative:
Although there was an allegation of device malfunction associated with the adverse event, there is no evidence to suggest the apnea monitor malfunctioned to cause or contribute to the event. The monitor passed all required testing. Based on all info available, the manufacturer concludes that no further action is appropriate.